Event description:
The customer reported having unresponsive buttons. Troubleshooting was performed. The customer stated that the time on the insulin pump was advancing. During the call, the customer also reported being sick with a virus and hospitalized. The blood glucose reading was over 500mg/dl. No further information was provided.

Manufacturer narrative:
The insulin pump passed functional testing including displacement, prime, basic occlusion, occlusion and no delivery tests. However, the insulin pump had intermittent button response due to corroded keypad traces.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.